Event description:
The brush at the end of a disposable endoscopic cleaning brush broke off during the cleaning of an endoscope and could not be found. The endoscope was returned to the manufacturer who state they examined the scope and the brush was not in the scope. They returned the scope to hosp for use. Scope was used on 9 pts (sterilized with steris prior to each use). The last cleaning pushed out the missing component brush.